Manufacturer narrative:
(B)(4).

Event description:
Device 6 of 8. Reference MFR report(s): 1627487-2015-01295, 1627487-2015-01296, 1627487-2015-01297, 1627487-2015-01298, 1627487-2015-01299, 1627487-2015-01301 and 1627487-2015-01302.